Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead had sensing artifacts and the lead delivered one inappropriate shock. It was also reported that short ventricle to ventricle (v-v) counter had increased. Therefore the lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.